Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Results revealed a power on reset (por) - power on reset parameters. Memory containing por diagnostics has been overwritten. The device was not returned, but the diagnostic information is consistent with reported event. The device is part of the advisory for this model.

Event description:
It was reported that the device experienced a reset. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Results revealed a power on reset (por) - power on reset parameters. Memory containing por diagnostics has been overwritten. The device is part of the advisory for this model.

Event description:
It was reported that the device experienced a reset. The device remains implanted. No patient complications have been reported as a result of this event.